Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that in 2009, the patient presented to the emergency room with left arm pain. The patient's cardiac enzymes were elevated and the patient was diagnosed with a nstemi and admitted to the cardiac care unit with heparin, integrilin and nitro drips. An echocardiogram revealed acute coronary syndrome. Two days later, the patient was taken to the cath lab for a diagnostic coronary angiogram which revealed 90% stenosis within the rca. The patient underwent direct stenting to the rca with a xience v stent. The following day, the patient was taken back to the cath lab after developing post procedure angina with st elevation; diagnosis was an st elevated myocardial infarction. The patient underwent a second stenting of the rca with two xience v stents and a thrombectomy due to acute restenosis and thrombosis.

Manufacturer narrative:
The second xience v stent, (part number 1009541-18 lot number 9051442), indicated has been filed under the same MFR#. Later that evening, the patient experienced chest pain and lethargy and was taken back to the cath lab. Prior to the start of the procedure, the patient went into v fib and a temporary pacemaker was applied. Acls was performed and the patient was intubated. The procedure was completed with administration of tpa as well as thrombectomy. The platelet count decreased in 2009, due to heparin induced thrombocytopenia and the patient received a total of six units of blood products. The patient then developed numerous blood clots, which eventually lead to multiple organ failure. The patient expired four days later. No additional event or patient information is available.